Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the soltive super pulsed laser system¿s footswitch was not responding. The user was unable to pair the system¿even after replacing the batteries. The issue occurred during preparation for a therapeutic percutaneous nephrolithotomy (pcnl) procedure. The procedure was completed using the same set of equipment without any delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was classified as cause traced to device design and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.